Event description:
The pt received his scs system on (B)(6) 2007. It was reported that when the pt turns stimulation on, his knees and legs get swollen and his pain gets worse. The pt will meet with his physician and company representative to discuss the issue. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.